Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer opened a box of contour test strips and the bottle was already open. She continued to use the strips and questioned the higher readings she was getting. No adverse event was alleged. The customer was advised to return the strips for investigation. Exposure to moisture can cause high test results. Replacement test strips and new meter were sent to the customer.

Manufacturer narrative:
Although it could not be determined if the strip bottle was already open when the customer received it, the strips gave satisfactory performance.